Event description:
It was reported that the customer had a hypoglycemia episode and the paramedics were called. The blood glucose was 1.1mmol/l when the ambulance arrived, and the customer was treated with oral and an insulin drip. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the bolus history, and found that the customer did not bolus for one day. The alarm history did show low reservoir alarms. The prime and self test were also performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.